Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an infection on the implant pocket of the pacemaker. The pacemaker system was explanted without complication. The patient's condition was stable prior to and post procedure. Related manufacturer reference number: 2017865-2019-14747, 2017865-2019-14748.